Event description:
During a procedure, the welded end of a tibial punch broke while it was in the pt. The surgeon was able to remove the tip of the instrument without additional harm to pt.

Manufacturer narrative:
After the instrument malfunctioned and broke, the surgeon was able to remove the broken part without additional risk or incident to the pt. As the device was not returned to us for evaluation, the exact root cause of this failure cannot be fully determined. Discussions with the supplier of the part indicate that a pin on the tip of the tibial punch may not have been placed in that instrument. This would cause weakening of the instrument and could lead to the reported condition. It is not possible to detect this defect at incoming inspection. This failure mode does not present any added risk to the pt, as the stem of the tip extends well beyond the level of the tibia. This renders retrieval of tip to be easy with no added injury to pt.